Event description:
It was reported that the patient experienced non-functioning inflatable penile prosthesis (ipp). The entire ipp was removed and replaced with a new one. Patient was reported to be doing well post-procedure.